Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The deployment needle was in the t2 pre-deployment position. The suture and anchors were returned with the device. The knot isn't tightened down. Debris is on the suture. A functional evaluation revealed the device functioned as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscal repair using a fast-fix 360 curved ndl delivery sys, after deploy of t1, t2 deploy prematurely. Both of the ts were deployed through the meniscus, and both of them were removed from the patient. The procedure was completed with a delay of 30 minutes or less using a backup device. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.